Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic, motor and case assembly. Unable to download and perform testing due to the blank display and moisture damage.

Event description:
The customer called stating the insulin pump was alarming then turning off. The customer also stated she was admitted the previous night due to diabetic ketoacidosis. Troubleshooting was not done because the insulin pump still had a blank screen during the phone call. The reported blood glucose reading during the phone call was 437 mg/dl.